Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of 2 years, 7 months due to unknown reason. The explanted valve was replaced with another 23mm 11500a valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of 2 years, 7 months due to endocarditis (e. Faecalis). The explanted valve was replaced with another 23mm 11500a valve. Per medical records, the patient presented with persistent bacteremia with embolic stroke. Cardiac workup showed av endocarditis and the patient was treated with IV antibiotics. The patient underwent redo-avr with a 23mm inspiris valve, complex aortic root abscess repair with pericardial patch and right/left pulmonary artery repair. Postoperative tee showed well-seated prosthetic valve with no pvl. The patient was transferred to ICU in stable condition.